Manufacturer narrative:
(B)(4). It was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. Caller reported that the medical intervention provided was a pericardiocentesis and 300cc of fluid were removed. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and pass. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/05/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Other company¿s devices were used during this study: st. Jude medical brk and 8.5 french sheath. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered cardiac tamponade requiring pericardiocentesis with 300 cc fluid withdrawal. During the ablation of the cavo-tricuspid isthmus line, a steam pop occurred and the patient became hypotensive. The patient was required one additional day of hospitalization and fully recovered. The physician assessed that this adverse event was procedure-related. Patient did receive anticoagulation during the procedure with acts maintained at 350-400 seconds. Trans-septal puncture was performed with a st. Jude medical brk and 8.5 french sheath. Generator settings: power control mode 35 watts with temperature cut-off 50 degrees celsius. Irrigated catheter flow 30 ml/min. There were no error messages on any biosense webster equipment during the procedure.